Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Reference manufacturer report number: 3004209178-2015-85276.

Event description:
It was reported the customer had excessive no delivery alarms on their insulin pump. Customer's blood glucose was 169 mg/dl at the time of the call. Troubleshooting found insulin was able to exit during a fixed prime. However, customer reported a bent cannula upon removal of their infusion set. The customer was advised their insulin pump was working as designed but there may be a site occlusion. No additional information provided.